Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-may-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material inside the pebax sleeve. Due to this condition, the device was inspected under microscope and a hole was found on the pebax surface. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. During the procedure with a carto3 v8 system and qdot micro catheter, at the moment that doctor started applying radio frequency (rf), contact force increased to high values (80/90) suddenly without any movement of catheter. When the application was terminated, the contact force had normal values (10/12). No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-may-2025, observed reddish material inside the pebax sleeve. Due to this condition, the device was inspected under microscope and a hole was found on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 27-may-2025 and have assessed this returned condition as reportable.